Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and barbed suture was used. The needle and thread separated in surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned product determined that it received one needle-suture piece outside its packaging that pertains to the product. In order to evaluate the conditions of the returned sample, no needle pull was observed. The swage and attachment area were noted to be as expected. The suture was examined, body fluids and damage at some barbs were noted and both sides of the fixation tabs were found to be broken. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The condition of the sample received indicates improper handling of the device. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.